Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled. Technical services (ts) was consulted, recommended further evaluation in clinic with a save to disk in order to determine cause. Ts discussed elective replacement indicator (eri) had not been reached and that is why the device was showing a date of (B)(6) 2000. Subsequently this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.